Manufacturer narrative:
Investigation: customer returned (1) 3/10cc, 8mm, 31g relion syringe in an open poly bag from lot # 9063718. Customer states that the needle hub separated and it is difficult to remove the shield. The syringe was returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch # 9063718 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause for this defect cannot be determined. DHR, l2l dispatches, log book entries were looked at, nothing was found pertaining to this defect. CAPA#1122103 was initiated.

Event description:
It was reported that needle hub separation occurred during us with a relion® insulin syringe. The following information was provided by the initial reporter, "relion consumer reported: needle hub separated, difficulty removing shield, 3 syringes affected, same issue with all 3 syringes." 3 occurrences were reported.

Manufacturer narrative:
Device expiration date: n/a. Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle hub separation occurred during us with a relion® insulin syringe. The following information was provided by the initial reporter, "relion consumer reported: needle hub separated, difficulty removing shield, 3 syringes affected, same issue with all 3 syringes." 3 occurrences were reported.